Manufacturer narrative:
The returned instinct java final screwdriver shaft ii was evaluated. A possible cause for this event is the application of off-axis forces or improper seating of the driver within the blockers during torquing. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a final screwdriver shaft was found broken during surgery. An alternative screwdriver shaft was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a final screwdriver shaft was found broken during surgery. An alternative screwdriver shaft was used to complete the procedure without reported patient impacts.